Manufacturer narrative:
Tandem's pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shut off. The customer's blood glucose level was over 500 mg/dl. The customer loaded a new cartridge, changed the infusion set and delivered boluses via the pump. Tandem technical support reviewed pump history with the customer and confirmed that the customer had received the proper alerts and alarms prior to the pump shutting off and that the pump battery had depleted as expected.